Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several cuts in the insulation and deformations of the ring electrodes, of the inner conductor coil as well as of the distal shock coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Due to the damages the electrical analysis of the lead was limited to the dc resistances. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
This system was returned without documentation from st. Jude medical. There was no patient information after calling medtronic, boston scientific, st. Jude medical and ela. The patient physician had no patient information. Biosmart showed that on (B)(6) 2015 there was a lead revision. Should additional information be received, this file will be updated.